Event description:
The aus device was removed from the pt and replaced due to fluid loss-sphincter malfunction.

Manufacturer narrative:
Pump/tubing junction had fatigue and wear leak. Cuff performed within specifications. Original balloon pressure undeterminable.